Manufacturer narrative:
H4 (device manufacture date) was corrected. The customer reported that "the autopulse platform (sn (B)(6)) stopped compressions due to user advisory (ua) 02 (compression tracking error) error message " was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform performed as intended. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, the front enclosure was scratched, and there was a vertical crack going through one of the screw fittings. The observed physical damages were attributed to user mishandling. The front enclosure was replaced to address the issues. The archive data indicated multiple occurrences of user advisory ua02 around the customer's reported event date; thus, confirming the reported complaint. Further review of the archive data showed multiple ua17 (max motor on time exceeded during active operation) errors unrelated to the reported complaint. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory 17 indicates that the lifeband is twisted or battery voltage is low. The recommended actions for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error, and the reported ua02 error message was not reproduced during testing. To determine the root cause for ua02, a load cell characterization test was performed and confirmed both cell modules were functioning within the specification. In addition, to determine the root cause for ua17, the brake gap inspection was performed and verified that the brake gap was within the specification. Therefore, no device malfunction was observed that could have caused the autopulse platform to display ua02 and ua17 errors. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
Patient #(B)(6): the autopulse platform (sn (B)(4)) was used for resuscitating a (B)(6) year-old female patient in cardiac arrest. During compressions, the crew paused the autopulse platform to move the patient to a more efficient workspace for the crew to treat the patient. Upon resuming and after 3 minutes of compressions, the autopulse platform stopped compressions due to user advisory (ua) 02 (compression tracking error) error message. The customer provided no further information. No consequences or impact to the patient. Please see the following related MFR report: (B)(6), MFR #3010617000-2021-00910 for patient #(B)(6).